Event description:
On (B)(6) 2006, the pt was implanted with two gore tag thoracic endoprostheses. It was reported that the pt had a pseudoaneurysm involving his aorta and part of his great vessels. A thoracic aortic aneurysm was also reported. In (B)(6) 2010, the pt underwent a sternotomy and repair of his pseudoaneurysm with reimplantation of his left main coronary artery. On (B)(6) 2011, CT showed proximal type I endoleak. On (B)(6) 2011, the pt underwent an endovascular procedure for a proximal type I endoleak with a small pseudoaneurysm. A comformable gore tag thoracic endoprosthesis was implanted proximally. Completion aortogram was satisfactory. The pt tolerated the procedure.

Manufacturer narrative:
(B)(4).